Event description:
Customer reported she experienced a reaction from a tegaderm dressing applied to a peripheral IV site on right medial forearm in 2011. Reported redness, rash, blisters, shortness of breath and stated she was hospitalized over the weekend for severe systemic allergic reaction. Reported treatment with steroid medication for 3-4 weeks. Reported skin still remains pink where dressing was applied. No additional information available.